Manufacturer narrative:
An event regarding stem trunion fretting and disassociation involving a lfit v40 cocr head that was mated with an accolade stem. The event was confirmed based on clinician review of the medical records provided. Method & results: product evaluation and results: no product was returned for evaluation, however photographs were provided for review. The photographs show a recently explanted stem and head. The trunion of the stem is worn. Clinician review: a review of the provided medical records by a clinical consultant indicated: review of these records confirm a revision of a tha secondary to mechanical failure of the femoral component trunnion occurred. The root cause of this failure can not be established from the records provided. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa (B)(4) was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Head disassociation and trunion disfiguration.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Head disassociation and trunion disfiguration.